Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6).

Event description:
It was reported that a patient underwent a procedure with a navistar® rmt thermocool® electrophysiology catheter. After the procedure, upon removing the catheter from patient, the doctor noticed the catheter was totally broken close to the catheter tip. All wires inside catheter could be seen. On 3/28/2018 additional information was received stating there was no difficulty with removing the catheter from the patient's body. No patient consequences were reported.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/02/2018. The device was visually inspected and it was found that the outer plastic of catheter shaft is damaged with internal wires exposed approx 4.1 cm from the tip. Outer plastic of catheter shaft is folded over at approx 2.3 cm from the tip. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
It was reported that a patient underwent a procedure with a navistar® rmt thermocool® electrophysiology catheter. After the procedure, upon removing the catheter from patient, the doctor noticed the catheter was totally broken close to the catheter tip. All wires inside catheter could be seen. On 5/25/2018, additional information was received has been reviewed. It was confirmed that the catheter was stored in a normal condition inside the lab in the locker/cabinet behind a glass door. Catheter was not exposed to extreme weather or sun light. The catheter was stored in the lab in a temperature around +21 celsius degrees. Product evaluation details: the returned device was visually inspected and the tip was found damage with exposed wires. Due to the damage observed on the catheter tip a fourier transform infrared spectroscopy test (ftir) was performed and the results suggest the material suffered a degradation on the surface, presumably induced by an oxidation process, this usually results in the formation of cracks which propagates progressively across the surface. The loss of strength, impact resistance, and mechanical integrity of plastics exposed to oxidation is well known. Overall material degradation was identified as potential cause for the brittle condition observed on the distal flexible tip material. Based on the results, oxidation mechanism was identified as inducer of the degradation process, however the exact agent remains unknown. Due to the catheter tip condition, a meeting with the manufacturing team was performed and the result showed that is issue is not related to the manufacture process since in an attempt to duplicate the damage, one manufacture process step was executed multiple times and the condition was unable to duplicate. This condition is not listed on visual standards and raw material were reviewed and no non-conformant records were found. Additional information was received from the customer and the catheter was stored in a normal condition and not exposed to extreme weather or sun light. The catheter was stored in the lab in a temperature around +20 degrees the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint regarding the damage on the tip was confirmed. Based on available analysis finding results, the damage on the catheter tip does not appear to be caused by any internal bwi processes since there is evidence that the device was manufactured in accordance with documented specification and procedures, the root cause remains unknown. Manufacturer's ref # (B)(4).